Event description:
It was reported that the ilet user experienced rapid-onset low glucose events when announcing usual-sized meals, with the pump not alerting in time. Troubleshooting and education were provided, oral glucose was used, and the event was associated with meal announcements and potential incorrect meal sizing consistent with an improper or incorrect procedure related to user interface use. Symptoms included malaise and hypoglycemia with a nadir of 52 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified relating to how meals were announced and sized. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.